Manufacturer narrative:
Blazer ii xp temperature ablation catheter was evaluated by boston scientific. Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which showed no abnormalities. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. An electrical and continuity test were performed and the device was found within specification. Based on all the available information boston scientific concluded there was no problem detected with the returned catheter. The catheter functioned as expected. The allegation could not be reproduced through investigation and no other defect was found with the returned catheter. The cause of the temperature issue seen in the field could not be determined.

Event description:
During the procedure, a blazer ii xp temperature ablation catheter was selected for use. It was reported that the temperature limit was reached with each ablation attempt it was mentioned that "no shooting possible". No patient complications were reported. The device was returned to boston scientific.

Event description:
During the procedure, a blazer ii xp temperature ablation catheter was selected for use. It was reported that the temperature limit was reached with each ablation attempt it was mentioned that "no shooting possible". No patient complications were reported, and the device is expected to be returned to boston scientific.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.